Manufacturer narrative:
The device was returned to the regional repair center for inspection. Based on the results of the investigation, olympus was not able to confirm the customer failure. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a broken couple charge device, and image noise. There was no patient involvement.